Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and lead system was implanted without issue. However, upon x-ray after the pocket was closed, the terminal pin of the right atrial (ra) lead was observed to be not fully inserted into the device header. Lead measurements were within normal limits and no noise was produced with pocket manipulation. The physician did not want to reopen the pocket to resolve the connection issue and the device check the next morning confirmed the system was working normally. No adverse patient effects were reported. The device and leads remain implanted and in service.